Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse was trying to start therapy on arctic sun device. Nurse was getting low flow alerts (02). Nurse has already changed both the pads and the device out and continues to get no flow. Initial inlet pressure was -0.7psi, flow rate was 0lpm. Disconnected and reconnected pads using proper technique and restarted therapy. It took several minutes for the device to stabilize, flow rate was 2.1lpm (medium pads), inlet pressure was -7psi, circulation pump command was 72 percent, system hours were 7949, pump hours were 7286. Mis advised to send device to biomed after this therapy as they might need to replace the circulation pump.

Event description:
It was reported that the nurse was trying to start therapy on arctic sun device. Nurse was getting low flow alerts (02). Nurse has already changed both the pads and the device out and continues to get no flow. Initial inlet pressure was -0.7psi, flow rate was 0lpm. Disconnected and reconnected pads using proper technique and restarted therapy. It took several minutes for the device to stabilize, flow rate was 2.1lpm (medium pads), inlet pressure was -7psi, circulation pump command was 72 percent, system hours were 7949, pump hours were 7286. Mis advised to send device to biomed after this therapy as they might need to replace the circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.